Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for low blood glucose levels. The caller did not provide any information about their blood glucose level or the hospitalization. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.